Event description:
Reporter alleged patient's blood glucose measured 123 mg/dl compared to other professional meter results of 437, 331, and 386 mg/dl when testing was performed minutes apart. Reporter indicated witholding patient treatment as a result of the comparison. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.